Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 7:30 am after the end user received higher than normal blood glucose readings from his prodigy diabetes meter. The end user performed a blood glucose test around 2:00 am with a result over 500 mg/dl. Based upon the reading he took 100 units of humalog to assist with lowering his blood glucose and was later found unresponsive. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the reading was 34 mg/dl. The end user was given glucose liquid and transported to the ER. Upon arrival to the ER his blood glucose reading was 134 mg/dl and was administered an additional glucose solution. After 3 hours in the ER he was discharged with a blood glucose reading of 134 mg/dl and instructed to follow his daily routine and ensure that his prodigy diabetes meter is working properly. No additional details were provided in regards to this medical event.